Manufacturer narrative:
Approximated to 02feb2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 2, 2021 that a flexiva laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis p120 laser console with moses. According to the complainant, during the procedure, it was noted that the tip of the laser fiber was breaking off intraoperatively. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.